Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The pump had cracked display window corner near the b dome keypad and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the pump alarmed button error and they were not able to clear it. The customer stated seeing condensation under the screen and a small crack near the b button. He stated that he was perspiring the day before and had low blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.